Event description:
This complaint was initially ruled out because there was no indication that the product malfunctioned during customer service troubleshooting and there was also no allegation of an adverse event as a result of the reported issue. Mss reviewed pa test results for this complaint lifescan received the test strips involved with this complaint. The patient¿s test strips was evaluated on (B)(6)2014. The test strips failed testing. The test strips was found to have results below range when tested with control solution. There was no indication that the product caused or contributed to an adverse event. The lay user/patient contacted lifescan (lfs) on (B)(6) 2014 alleging the meter read inaccurately low (130mg/dl) compared to another meter (155mg/dl). This complaint was being ruled out as a MDR reportable due to the following conclusion: . Based on statistical methodology, the calculated difference of these glucose results is within lifescan¿s criteria for accuracy. In addition, there was no indication that the product caused or contributed to an adverse event.